Event description:
It was reported by repair work order that the foot end lift would drift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the foot end lift would drift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the hospital's biomed department cancelled the service call as they had already repaired the bed. The facility also confirmed that they did not recall what part was replaced or repaired on the bed. Customer did own evaluation.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.